Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The patient did not require hospitalization. The patient was treated with ceftazidime starting 2 days after the reported event (1.5mg, intraperitoneally, daily for 21 days) for peritonitis. Dianeal therapies were ongoing. At the time of this report, treatment with antibiotics was ongoing and the patient was recovering from the event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon further investigation with the customer, it was determined that the cause of the peritonitis was due to the patient¿s non-baxter peritoneal dialysis (pd) catheter was embodied in their peritoneum incorrectly. Therefore, the baxter transfer set is no longer a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.